Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was most likely due to misalignment when drilling or positioning the g7 shell.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the screw would not seat into the acetabular cup causing the screw to strip. Two different screws were attempted and the hole was re-drilled but were unsuccessful. The procedure was completed without implanting a screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-02536 / 02538).